Event description:
In laparoscopic assisted vaginal hysterectomy with bilateral salpingectomies this morning, a laparoscopic harmonic scalpel hand piece was used. At the end of the case, the tip of the harmonic scalpel had burned completely off. FDA safety report ID # (B)(4).